Event description:
The company, was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2006, at l5/s1. Patient reports having continued pain.

Manufacturer narrative:
Little information is known at this time. If additional information is reported, this complaint file should be updated. At this time no connection can be made between the reported event and any shortcoming of the device.